Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 1.3; 2nd inr: 2.2; 3rd inr: 1.8; mean: 1.77; sd: 0.45; %cv: 25.48. A 1.4 inr was excluded from data analysis because time between tests exceeded three hours. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. Analysis of customer's data revealed that repeated inratio test result comparison did not meet precision criteria. No product is expected to be returned. Strip lot info was not provided by the customer. No further investigation can be pursued. Per general description of complaint, customer used coagucheck capillary tubes for testing. This is considered off-label use and could have led to the inaccurate test results. It is advised that the microsafe capillary tubes that comes with the inratio kits be used for inratio testing. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: pt was being tested for a surgical lovenox prep, but had no lovenox or heparin in his system at the time.